Event description:
Inbound; pt reports both generic cadd ms3 pumps alarming low volume when less than half of cartridge remaining. Pump serial numbers (B)(4). Generic 3 ml cartridges used lot number 210408, expiration date 04/07/2026. Pump alarmed today 3 times in 24 hour period as has been 2 times in 24 hour period. Sufficient cartridges and medication on hand. Pt to return generic cartridges. New pumps sent and box for return. No further details provided.